Manufacturer narrative:
Complaint is confirmed. Functional testing showed that when the pump turned on, it was activated by itself, increasing the pressure to the maximum. The left side of the screen responded when it was activated. Visual evaluation noticed that the pump had a nick on the right side of the screen and front cover. Signs of wear around the rollers on the front cover. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. The most likely cause of this condition is damage to the touchscreen by use error such as an impact or dropping the device the original warranty seal was present and completed. The manufacturing date of the device is 2021-11. Complaint is confirmed.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06035885 that an ar-6480 dualwave pumps touchscreen wasn't working on the right side. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.